Event description:
The pt was implanted with a vascular access graft. The surgeon reported seeing several kinks in the graft which prevented it from functioning and resulted in graft removal on the same day of implant. The configuration and location of the graft were not provided.

Manufacturer narrative:
The graft was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.